Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced postoperative right-sided anisomastia. The patient started to experience right-sided sagging breast in 2016. The patient reports that it has progressed over time. The patient is planning to have a consultation with a healthcare professional in (B)(6) 2020. At the time of this report, mentor has received no information regarding an expected explantation date. It¿s been confirmed that the patient¿s left device is an allergan breast implant. However, since the right-sided device information was not available at allergan, the patient suspects that the right-sided device is a mentor gel breast implant. If additional information is received in the future, a supplemental report will be submitted.